Event description:
Patient had a procedure to put in a watchman flex pro device on (B)(6) 2025. Surgeon was dr. (B)(6), md, mph at (B)(6) in (B)(6). Patient had major complications while in the recovery room after surgery. Patient claims that after the procedure, the physician identified an issue with the device but didn't get too specific. She began bleeding out of her mouth, had a myocardial infarction, and air embolism. She stayed in the hospital an additional seven days with five out of the seven in ICU. Patient thinks there could be a link between how the device was implemented and the recent FDA alerts and updated instructions. At the beginning of (B)(6), patient went to ER and was diagnosis with an ulcer where she had her gallbladder removed. No other signs or symptoms pertaining to this case.